Event description:
While using the striker ivas elite inflator during a kyphoplasty the 20.0 mm flex tip balloon popped while in use. Neurosurgeon said that no harm should come to the patient as the medication that was released was isovue370 contrast and the patient has no allergies to iodine or any other substances in the contrast that can harm the patient. Per neurosurgeon, he was able to put 2 cc of concrete in at 200 psi before the balloon popped. The tube and balloon was replaced and the procedure continued without incident.